Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 886669 and 869769) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), iron deficiency ("iron deficiency"), burnout syndrome ("burnout"), deafness ("hearing loss"), heavy menstrual bleeding ("heavy menstrual periods"), dysuria ("difficulty emptying entire bladder during micturition (straining to empty completely),"), intermenstrual bleeding ("bleeding between menstrual periods sometimes"), libido decreased ("decreased libido"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / impression of inflammation in lower abdomen"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration on simple tasks"), aphasia ("difficulty finding my words"), headache ("mild but rather continuous headaches"), bruxism ("bruxism"), alopecia ("significant hair loss"), dry skin ("dry skin"), arthralgia ("joint pain"), depression ("depressive tendency (treatment still in progress),"), dry eye ("dry eyes"), lacrimation increased ("teary eye") and wheezing ("wheezing"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, aphasia, arthralgia, bruxism, burnout syndrome, deafness, depression, disturbance in attention, dry eye, dry skin, dysuria, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, lacrimation increased, libido decreased, memory impairment, pelvic pain, sleep disorder and wheezing to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 18-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and urinary retention ("difficulty emptying entire bladder during micturition (straining to empty completely),") in an adult female patient who had essure inserted (lot no. 886669 , 869769-inv) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), iron deficiency ("iron deficiency"), burnout syndrome ("burnout"), deafness ("hearing loss"), heavy menstrual bleeding ("heavy menstrual periods"), urinary retention (seriousness criterion medically important), intermenstrual bleeding ("bleeding between menstrual periods sometimes"), libido decreased ("decreased libido"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / impression of inflammation in lower abdomen"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration on simple tasks"), aphasia ("difficulty finding my words"), headache ("mild but rather continuous headaches"), bruxism ("bruxism"), alopecia ("significant hair loss"), dry skin ("dry skin"), arthralgia ("joint pain"), depression ("depressive tendency (treatment still in progress),"), dry eye ("dry eyes"), lacrimation increased ("teary eye") and wheezing ("wheezing"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, aphasia, arthralgia, bruxism, burnout syndrome, deafness, depression, disturbance in attention, dry eye, dry skin, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, lacrimation increased, libido decreased, memory impairment, pelvic pain, sleep disorder, urinary retention and wheezing to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Lot number: 869769 report the cioms is no valid. Lot number: 886669 manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: after internal review, the reported event difficulty emptying entire bladder during micturition (straining to empty completely) was recoded to the meddra llt: bladder inability to empty. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 18-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 886669 , 869769-inv) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), iron deficiency ("iron deficiency"), burnout syndrome ("burnout"), deafness ("hearing loss"), heavy menstrual bleeding ("heavy menstrual periods"), urinary retention ("difficulty emptying entire bladder during micturition (straining to empty completely),"), intermenstrual bleeding ("bleeding between menstrual periods sometimes"), libido decreased ("decreased libido"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling / impression of inflammation in lower abdomen"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration on simple tasks"), aphasia ("difficulty finding my words"), headache ("mild but rather continuous headaches"), bruxism ("bruxism"), alopecia ("significant hair loss"), dry skin ("dry skin"), arthralgia ("joint pain"), depression ("depressive tendency (treatment still in progress),"), dry eye ("dry eyes"), lacrimation increased ("teary eye") and wheezing ("wheezing"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, aphasia, arthralgia, bruxism, burnout syndrome, deafness, depression, disturbance in attention, dry eye, dry skin, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, lacrimation increased, libido decreased, memory impairment, pelvic pain, sleep disorder, urinary retention and wheezing to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Lot number: 869769. Report the cioms is no valid. Lot number: 886669. Manufacture date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.